Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg displayed end of life message earlier than intended. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information was received that the patient's ipg was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.